Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited undersensing with some possible electrode loss of contact during episodes. Sensitivity was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).